Event description:
It was reported that while using the device the patient experienced bleeding.

Manufacturer narrative:
No device was returned to allow for thorough investigation of the specific device.